Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 21049366. UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.